Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, the patient reported that there was occlusion/blockage which was located in tubing. The patient replaced infusion set and resumed insulin successfully. No further information available.